Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the sheath split in the middle upon use.

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath for evaluation. The sheath was returned with the peel-away starting to split halfway down the sheath. It was splitting away down the score line. Microscopic examination revealed the sheath body score line appeared to be prematurely separating in the middle of the sheath. White marks were observed where the sheath began to tear indicating stress. The overall length of the sheath was measured and was within specification. The splitting of the score line started 36mm from the distal tip and end 48mm from the tip. A device history record review was performed and did not reveal any manufacturing related issues. The IFU provided with this kit instructs the user , "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The reported complaint that the sheath tore incorrectly was confirmed by complaint investigation. The sheath was returned with a split down the score line but had started in the middle, 36mm from the distal tip. White marks indicate stress on the sheath. A DHR review was completed with no relevant findings. Based on the condition of the returned sheath at the point of separation, it was determined that unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Complaint description: the sheath split in the middle upon use.